Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Initial reporter address: (B)(6). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was observed coming from the "micro holes" from an unspecified location on the bag. This issue was identified after compounding. There was no patient involvement. No additional information is available.